Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The footswitch was not returned for analysis; however, a replacement footswitch was sent to the customer. Field service engineer confirmed that the footswitch was installed by the customer, and the issue resolved. Based on the replaced footswitch, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during photoselective vaporization of prostate procedure, the footswitch was locked in vaporization mode. The doctor could complete the procedure with some difficulty due to that issue. No errors were displayed in the touch screen at time of event. The issue resolved by replacing the footswitch. There were no patient complications related to device.

Event description:
It was reported that during photoselective vaporization of prostate procedure, the footswitch was locked in vaporization mode. The doctor could complete the procedure with some difficulty due to that issue. No errors were displayed in the touch screen at time of event. The issue resolved by replacing the footswitch. There were no patient complications related to device.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The as reported footswitch stuck in on position could not be confirmed as the footswitch passed the functional testing. Visual inspection of the foot switch showed that the locking ring was broken, which would allow the foot switch to disconnect from the console causing the laser to stop firing. Also, it could cause intermittent lasing which would turn on and off the laser. The foot guard bottom showed chipped paint and physical wear. The device was functionally tested with an ohm meter to test the foot switch contacts. Each set of contacts were tested by stepping on and releasing each pedal. All contacts passed the electrical testing. A replacement foot switch was sent to the customer and it was install resolving the issue. This investigation is assigned a conclusion code of cause not established.

Event description:
It was reported that footswitch was locked in vaporization mode during the last photo selective vaporization of prostate (pvp) procedure. The doctor could complete the procedure with some difficulty due to that issue. No patient complications related to device.